Manufacturer narrative:
Integra has completed their internal investigation on september 26, 2017. Results: evaluation of returned device and conclusion: evaluation was unable to conclusively verify customer information as valid. The gauge bar is still in calibration, even with it lower on the bushing side, the problem with the thickness of the cut falls back to the user. The IFU states that the ¿actual thickness of the harvested tissue is highly dependent upon the operator technique and the condition of the tissue being harvested.¿ the IFU explain the weight, pressure, and angle. These are all features that we cannot test or replicate to determine the cause for a thick graft. We can only check the machine itself. The scratches on the head demonstrate that the width clip was placed on too tight. Furthermore, the width clips were too tight, the gauge bar is within factory calibration, there is evidence of the gauge bar was struck some how. There is no failure on the dermatome to confirm an equipment failure as the cause of the graft being too thick. DHR review; no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. Complaints history; no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Two of 2 reports. Other mfg report number: 3004608878-2017-00246. It was reported that the dermatome cut the graft too thick. It cut the skin on the head of the patient until periost (dermatome on 0.05 mm). Issue detected at the beginning of the procedure. The event lead to 10 minutes surgical delay. Additional information has been requested.